Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. (B)(4): remains implanted in the patient.

Event description:
It was reported that one day post implant of a bifurcated device and an infrarenal aortic extension, the patient expired. Reportedly, the patient's blood pressure dropped and the patient was taken to the operating room. An emergent computed tomography identified an aortic aneurysm rupture which led to the patient's death.